Event description:
A fail code 570. Information was not provided regarding whether or not the failure occurred during a patient infusion. There have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
The pump is in the process of being evaluated.